Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that while attempting to clean tracheostomy tube which was placed 3 months earlier due to vocal cord paralysis, removed the inner cannula and accidentally removed the entire tracheostomy tube. The emergency medical services were called due to acute respiratory distress. Upon arrival, the patient presented with severe laryngeal dyspnea, with an initial oxygen saturation of 94 percent on room air. The tracheostomy stoma was markedly narrowed and attempts to reinsert the tracheostomy tube were unsuccessful. There were patient involvement and no patient harm.